Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. The lot number was not available and therefore it is not possible to perform a device history review for the product with material #(B)(4). Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. H3 other text : see h10.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial provider with the verbatim: we have been having difficulties with our bd extension set small bore tubing 0.2 low protein binding filter. The tubing is clogging with erbitux infusions and nurses (B)(4) are having to change the extension set 2-3 times to infuse the drug.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial provider with the verbatim: we have been having difficulties with our bd extension set small bore tubing 0.2 low protein binding filter. The tubing is clogging with erbitux infusions and nurses 10011865 are having to change the extension set 2-3 times to infuse the drug.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.